Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from toxic cobalt chromium metal ions, pain, discomfort, and inflammation.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 1/14/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain and suffering, decreased range of motion, decreased mobility, constant pain, and increased chances of more revisions and problems. Medical records and revision surgical report noted the patient is bilateral srom hips with infection. The lab results for metal ions were less than 7 parts per billion. Right hip will be reported on (B)(4). Infection is 4 years status post primary surgery so components will not be reported for infection. The patient had I&d on (B)(6) 2014 of left hip with 350-400ml of gross purulence removed after an aspiration on (B)(6) 2014 revealed 80ml of purulent drainage. Revision surgical report also noted the acetabular cup to be loose. The patient had resection of components and placement of antibiotic beads and cement. The patient was re-implanted in (B)(6) 2015 with depuy components. Cup and screw added for loosening, sleeve added but not reported for infection, and part/lot updated. The complaint was updated on: feb 5, 2016.